Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery tests due to complete broken reservoir tube lip. Device had minor scratched lcd window, broken battery tube threads, missing o-ring reservoir tube, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage on reservoir area and cracked. The blood glucose at the time of the incident was 174 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.